Manufacturer narrative:
The zoll catheter used during the reported event will not be returned for investigation. Information received from the customer indicated that the device was disposed of. Therefore, a physical investigation will not be performed. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.

Event description:
(B)(6) year old male patient weighing (B)(6) was admitted into the hospital on (B)(6) 2015 for a head injury and subsequent subarachnoid hemorrhage (sah). Patient did not have any history of health issues and was not at a high risk for deep vein thrombosis (dvt). Blood coagulopathy results prior to initiation of therapy are available. The reason for therapeutic ivtm was for fever management. A central line was placed in the left subclavian at 1514 on the day of admission. Per the nursing staff, mannitol was used through this catheter during patient's therapy. There were no conditions causing the patient to be unambulatory prior to admission. On (B)(6) 2015, an angiogram was completed with a right common femoral artery approach. The zoll quattro catheter was then placed in the right femoral vein on (B)(6) 2015 at 0800. Catheter insertion was smooth. On (B)(6) 2015, a bilateral craniotomy was performed with no complications. On (B)(6) 2015, an angiogram was completed and verapamil "squirt" was performed with a left-sided arterial entry and angioseal applied. Blood coagulopathy was taken on (B)(6) 2015 at 0739 with the following results: ptt = 25.8, inr = 1.05. The zoll catheter was removed on (B)(6) 2015 at 1700. The physician indicated that there were no vessel injuries caused by the zoll catheter. Nursing noted swelling of the patient's right lower extremity. Platelet count was noted at 136. On (B)(6) 2015 and (B)(6) 2015, us dopplers were performed which indicated the following: bilateral common veins cannot be evaluated (inconclusive), no evidence of dvt noted. On (B)(6) 2015, an angiogram was completed with right sided arterial entry and angioseal applied. At 0900 on (B)(6) 2015, subcutaneous heparin was changed to arixtra. Arixtra was given until (B)(6) 2015. On (B)(6) 2015, an angiogram was completed with right sided arterial entry and verapamil squirt conducted. On (B)(6) 2015 at 1706, a CT-scan was performed, which confirmed the following: partial occlusive thrombus in right external iliac vein extending up to the hepatic ivc. Patient was treated for the dvt with blood thinners and an ivc filter. On (B)(6) 2015, subcutaneous heparin was given at 9 pm. Per the nursing staff, patient was placed on surface cooling pads for temperature management after the clot was found. Patient was started on heparin drip at 10 am on (B)(6) 2015. Patient was alive as of (B)(6) 2015. In the physician's opinion, the reported dvt was attributable to the zoll device.